Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation of the device, the electronic patient gas system (epgs) power cable had a connector pin pushed in which caused it to fail to make a connection. There was no patient involvement.